Event description:
Caller reported occlusion alarm. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform specific troubleshooting actions, however, the customer was unable to finish troubleshooting, therefore no additional information was obtained.